Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received a shock that their physician stated was inappropriate. It was also noted that the patient had a shock episode for dual tachycardia and the device had previously withheld due to detection for atrial fibrillation. The device was explanted and replaced as the patient was upgraded to a bi-ventricular system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the drop in battery voltage corresponds with multiple days of programming/interrogations, multiple vt/vf episodes and several high voltage therapies. Based on the destructive analysis results, no internal short occurred in the battery. The lithium (li) anode showed localized discharge along the edges and in turns 5 and 6, with no well-defined areas of li severing. (B)(4)

Manufacturer narrative:
Evaluation summary: actual longevity is <(><<)> 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.